Manufacturer narrative:
Investigation summary: photos and one used unit were received for evaluation. The provided pictures by the complainant were reviewed. Visual inspection of the returned device by the unaided eye and under normal plant lighting reveal discoloration on the shaft below the neck flange. Using an iso taper gage, the taper of the connector was checked. It was deemed to be compliant with iso 5356-1. Using a caliper the flange od was measured to be 18.92, which is within manufacturing tolerance of 18.9 - 19.1 mm. Using the same caliper the clip ID was measured to be 12.91 mm, which is within the tolerance of 12.9-13.1 mm. Using the caliper, three od measurements were taken along the iso tapper: 15.00 mm, 15.30 mm and 15.50 mm. The length of the connecter from the ledge to the top of the recessed clip area was 15.05 mm. No other complaints have been investigated for an iso taper failure for this lot of (B)(4) pieces produced in december 2022. The investigation determined that the connector met the print diso-sp1-00-2 rev 100. The investigation could not confirm the complaint or why the iso connector failed the complainant's gage. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the iso coupling was too small, and speaking valves and hme cassettes would not stick when using an inner cannula. There was no patient involvement and no harm/adverse event reported.